Event description:
(B)(6) clinical study. Same patient as MDR ID #: 2134265-2012-03966. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2010, the patient presented with worsening chest pain. Subsequently the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The target lesion being treated was located in the proximal left circumflex (cx) to 1st obtuse marginal (om). The lesion was 95% stenosed, 3.0mm in diameter and 15mm long. During the index, attempts with a non-bsc wire to cross the left cx were unsuccessful. Hence, a choice pt wire was used alongside the non-bsc wire and was unable to cross the lesion. The choice pt wire was removed and a luge guide wire was used to successfully cross the left cx. The target lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. After placement of the 3.0x16mm taxus liberte, stent jailing of the 1st diagonal was noted. Hence, a 2.0x12mm apex balloon was placed in the 1st obtuse marginal with inflations. This resulted in good opening of the vessel. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for lumbar laminectomy; procedure was noted to be prolonged. Post operatively, the patient developed respiratory failure requiring reintubation and was transferred to the intensive care unit (ICU). The patient also presented with acute renal insufficiency. The patient condition improved and was extubated. However, the patient developed respiratory distress requiring reintubation. Electrocardiogram (ECG) revealed normal sinus rhythm and right bundle branch block but no acute st or t wave changes. Cardiac enzymes were noted to be elevated. Subsequently, the patient was diagnosed with nstemi. Per edc, no intervention was required for the myocardial infarction. Supportive care was recommended. During hospitalization, the patient experienced multi-organ failure and other complications such as pneumonia and atrial fibrillation and had treatment resulting in gradual improvement. The dual antiplatelet therapy (aspirin and prasugrel study drug) was withheld prior to the lumbar laminectomy starting in (B)(6) 2012. It was unknown if antiplatelet medications were resumed.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).